Event description:
It was reported that during an unknown procedure, the surgeon complained that the back (proximal) end of the stapler reload was lifting up after the stapler had been fired and they were releasing the clamp arm and tissue to remove the stapler. No patient harm was reported. The staple firing and staple line were fine. Surgeon was just concerned that there was a problem with the reloads and that it may pop out in one of their cases. They claimed to have been using our staplers for some time and have never seen this so they were alarmed. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 6/23/2026 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech45s, with lot/batch #a99r8p, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.